Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospital evaluation while using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical intervention and is consistent with the reported transition to subcutaneous insulin injections and subsequent resolution of hyperglycemia and ketones. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed repeated high glucose alerts beginning after morning cartridge and infusion set changes on the event date and continuing throughout the day despite ongoing insulin delivery requests. An incomplete cartridge load alert later occurred during an evening cartridge change and was acknowledged and resolved, but hyperglycemia persisted thereafter. Based on available information, the event is most consistent with ineffective insulin delivery related to infusion set or fluid pathway issues and delayed corrective action rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 11-apr-2024, it was reported that on (B)(6) 2024 the user experienced hyperglycemia with blood glucose reported above 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospital evaluation. The user was treated in the hospital and later transitioned to subcutaneous insulin injections, with resolution of hyperglycemia and ketones. The outcome after discharge was not further confirmed.